Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to cardiogenic shock. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event and patient outcome could not be conclusively established through this evaluation it was reported that heartmate 3 lvas, serial number (B)(6) , would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31mar2022. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient outcome was not considered to be device related and the pump had operated as intended.